Event description:
Patient presented with polio, severe thrombus-laden, reverse conical aortic neck. On (B)(6) 2010 patient had implant of a 28-16-120bl bifurcated device and a 34-34-100rle proximal extension with good results. On (B)(6) 2010 the patient returned to the hospital with a proximal type I endoleak which was resolved with a 3010 palmaz stent.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.